Event description:
A facility representative reported with a description of intraocular lens (iol) had a scratch the entire length. Very unlikely a loading error. Procedure is completed the same day. Additional information has been requested, received and stated the issue with complaint product noticed after iol insertion. There was no patient harm. The iol was explanted during initial procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned for evaluation. Solution and blood are dried on the lens. One haptic is bent and twisted in the gusset area. The optic is pressed against and between three posts in the lens case. The lens was cleaned for further evaluation. Scrape marks are observed on one of the haptic along with edge damage in the distal area. A long strip of dried solution was observed on the optic which gave an appearance of a deep scratch. This may be interpreted as the reported scratch. No other damage was found on the lens. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The reported event was not observed. A long strip of dried solution was observed on the optic which gave an appearance of a deep scratch. This may be interpreted as the reported scratch. Damage was observed to one of the haptics. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).